Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, the valve was deployed, and upon removal of the delivery catheter system, the nose cone pulled against the frame of the valve resulting in dislodgement. Subsequently, a new valve was loaded, inserted into the patient, and successfully deployed. The final gradient was 7 mmhg.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx+ valve; product ID: evfxplus-23; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-09-16; use by date: 2027-09-16; implant date: (B)(6) 2026; FDA site ID: 9617601 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the femoral site was used for access. A confida guidewire was used during the procedure. The valve was implanted within a previously implanted 21 millimeter (mm) non-medtronic surgical valve. Cusp-overlap technique (cot) was used along with slow withdraw of the delivery catheter system (dcs) and centering of nose cone within the valve frame inflow by retracting the guidewire. It was unknown if the dcs was twisted or torqued during the procedure but it did not appear to be twisted. Per the physician, the implant depth might have been shallow causing the valve to dislodge. Prior to the second valve implant, a balloon aortic valvuloplasty (bav) was performed with an 18 mm non-medtronic balloon. Per the physician, the anatomy was tortuous and poor image quality may have contributed to the valve dislodgement.

Manufacturer narrative:
Update data: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.